Event description:
It was reported that the insulin pump alarmed button error. Device was not bumped or exposed to moisture. Blood glucose value is 20 mmol/l. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.